Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through medwatch form that there was an internal embolization of linear radiopaque material without vessel occlusion, regional spasm, or extravasation. It was alleged that this material represents a fragment from the 014 avigo wire that might have been sustained from resistance met on the initial attempt to pass the wire through the guide catheter to expand the proximal construct.